Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd insyte¿ IV catheter, the needle punctured the catheter. This event occurred 2 times. The following information was provided by the initial reporter, translated from (B)(6): "two no.22 insyte catheters are used, but in both it is identified that the tip adheres to the plastic."

Event description:
It was reported that while using the bd insyte¿ IV catheter, the needle punctured the catheter. This event occurred 2 times. The following information was provided by the initial reporter, translated from spanish: "two no.22 insyte catheters are used, but in both it is identified that the tip adheres to the plastic."

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a video of the issue for evaluation. A review of the device history record was performed for the reported lot, 1239745, and no quality issues were found during production. Our quality engineer reviewed the provided video and observed that when the catheter moved the needle had transfixed the catheter. Based off the provided video the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined.